Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb (etlw1613c93e) was intended to be implanted in an unknown endovascular procedure. It was reported via technical services on 18-jun-2024, an email from mdt representative, stated that the endurant ii stent graft limb (B)(6) was scrapped. Additional comments indicated: "open, not used: full charge / open not used / customer / device was damaged upon implant." It was confirmed the box was sealed when taken off the shelf. It was noted that the device was kinked at the tapered tip and graft cover transition. It was reported that the tapered tip and graft cover transition was caught on the patient's skin at insertion site. Only the tapered tip entered the patient. The physician was holding device at the back of the delivery system upon insertion instead of closer to the proximal end for more leverage. The physician removed the delivery system and then used a hemostat to spread the skin for a better transition and advanced a new device without issue. It was confirmed that the delivery system kinked upon insertion into the patient. There was no calcification, the issue was user/procedure related. It was said the physician did not have appropriate leverage upon insertion therefore the device hung on the patients skin. No additional sequelae were reported and the patient is fine.